Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence, pelvic pain, uterine fibroids, and omental/pelvic adhesions which were altering normal pelvic anatomy. The patient underwent the concurrent procedures of a hysterectomy and extensive lysis of adhesions during mesh implantation. It was reported that following insertion the patient experienced pain, urinary problems, recurrence and dyspareunia. It was reported that the patient underwent mesh excision on (B)(6) 2008 due to mesh exposure. (B)(4).

Manufacturer narrative:
Resubmission with the correct file number. Date sent to the FDA: 01/10/2017. It was reported that patient underwent excision of mesh on (B)(6) 2009 due to exposure and dyspareunia.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary incontinence, burning sensation, hematuria, and vaginal itching.

Manufacturer narrative:
Additional information: